Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.